Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, sleep current test, active current test and self test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed unexpected battery power loss. Low battery alert less than 1 week and charge/battery lasts less than expected due to moisture damage on the electronic assembly. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.